Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.

Event description:
No event listed on original rga. On 05/07/07, device was received at davol and underwent a preliminary evaluation. Device was found to have a broken tip, causing straight shots--an MDR reportable event.